Event description:
Dexcom was made aware on 01/04/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced a skin reaction with itching and redness underneath sensor pod area, which occurred four days after the sensor had been inserted in the arm. The patient consulted a physician, and the reaction was treated with a prescription of an oral medication cetallerg® 10 mg (cetirizin-dihydrochlorid; one pill every day). The patient used cavilon spray as barrier product, but it did not help to minimize or prevent the skin reaction. No photo was provided. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem medical device problem code: correction to disregard 3191 appropriate term/code not available